Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of system fault (sf 74) followed by a safety reset. Performance testing could not reproduce the system fault and the device performed to specifications. Based on all available evidence, the investigation determined that the reported system fault error message (sf 74) was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf 74) indicating a software task error followed by the device performing a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf 74) indicating a software task error followed by the device performing a safety reset. There was no patient injury reported as a result of this incident.